Event description:
It was reported that the customer's insulin pump alarmed every time a prime is performed. The piston continues moving forward after the reservoir makes contact and insulin squirts out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.